Event description:
Additional information 8-15-24: the facility representative stated that the staff said the pressure and flow went higher.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to user error/mishandling and/or reconnecting tubing that was disconnected. Per the dfu for pump tubing, do not reconnect tubing for any reason reconnecting tubing that was disconnected may cause pump pressure monitoring errors which may cause extravasation that could result in serious patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/09/2024, a sales representative reported via (B)(4) that an ar-6480 pump automatically went to a higher pressure than preset during a case, adversely affecting the patient. Additional information has been requested. Additional information 8-9-24: per the biomed tech - during a knee arthroscopy procedure, the arthrex machine automatically increased its pressure and flow of fluid. This caused a mass amount of fluid at a high rate of speed to enter into the patient's knee. The arthrex machine was immediately stopped. The patient's entire leg is now very swollen and firm due to the excess fluid. Pt will have to be admitted to the hospital for observation.